Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had replace battery alert. Customer's blood glucose level was unknown. Customer did not receive a low battery alert prior to the replace battery alert and there was also second occurrence of replace battery alert without a low battery warning. It was also reported that the battery was corroded inside the battery compartment. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to missing battery tube spring. Device received with corroded battery tube. Unable to verify battery power loss alarm due to blank display.